Event description:
On (B)(4) 2015, nakanishi received info that a pt was burned on the lip due to overheating of the handpiece. On (B)(4) 2015, nakanishi visited the dental office to obtain further info. The details are as follows. The pt is female, (B)(6). The pt was undergoing a procedure to cut lower left teeth. During the treatment, the pt suffered a burn of 5mm in diameter on her left lip. The dentist prescribed iodine glycerin to the pt.

Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject ti-max z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a temperature testing of the returned device in the following manner. Temperature sensors were first attached to the exterior of the device at various test points (e.g., most proximal to the patient and along points further toward the distal end of the device). The test setup was prepared to take temperature measurements at all points simultaneously. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece at 40,000 rpm, which is maximum rpm for the motor that drives the handpiece (200,000 prm for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the temperature rise at the test points as follows after the beginning of the measurement ; 39.3 degrees c, 44.8 degrees c, 35.0 degrees c and 34.1 degrees c. All the temperatures observed in the measurement were within the nakanishi specification range. Therefore, nakanishi did not observe abnormal temperature at any measuring point. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any damage on the inside parts. Conclusions reached based on the investigation and analysis results: nakanishi did not identify the cause of overheating of the returned device because nakanishi were not able to replicate the temperature rise at the time of the event and did not observe any abnormalities in the visual inspection. In spite of the fact that nakanishi did not identify the cause, nakanishi considers the possibility from many years of experience that abnormal rotation resistance may be caused by debris ingress into the bearing, which would result in the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi advised the dentist of the above possible cause and reminded the dentist of the importance of prior-to-use checkups as the operation manual of the device directs.